Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that could potentially indicate premature battery depletion. Engineering analysis was performed and determined the code was inadvertently generated due to prolonged magnet exposure. Engineering analysis further determined the battery status has fully recovered. The s-ICD remains in service and no adverse patient effects were reported.